Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed a pump stop with low speed and low flow alarms, a specific cause for this event could not be conclusively determined through this evaluation as there is no product available for investigation. The submitted log file captured one transient pump stop and associated low speed hazard/advisory alarms on 30jan2019 at 07:52:18 am while the system controller was connected to 14 v li-ion battery power. Low flow hazard alarms were also observed during this pump stop, associated with the low speed hazard events. Based on previous complaint history, this event could be indicative of a potential driveline issue. The account communicated that the patient had a pump stop with low speed and low flow alarms observed on interrogation. The patient and his spouse verified that he has been using the ungrounded patient cable and battery power. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on the heartmate ii lvas and no further issues have been reported at this time. The heartmate ii lvas patient handbook contains a section on caring for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii lvas IFU outlines indications of driveline damage as well as how to respond to such events. Both of these documents outline all system controller alarms, as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 3 years, 12 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. Customer submitted log file on (B)(6) 2019 stating, to evaluate the attached log files on the patient, implant (B)(6) 2016. The patient had an external driveline repair on (B)(6) 2017. The patient's alarms returned and the patient opted to be sent home on an ungrounded cable and batteries versus an exchange. The patient was seen in clinic today for routine follow up. A pump stop, low speed, and low flow were seen on interrogation. Patient and wife verify he has been using the ungrounded cable and batteries. A tech services rep reviewed the log file and observed the previously mentioned pump stop. It was reported that this is a clear indication of a phase to phase short. The only option since the complete external driveline has already been replaced is to do a pump replacement at this time. No other alarms, malfunctions, or adverse events were noted.